Event description:
The manufacturer was contacted in reference to a everflo device. There was allegation of problems with cable, bang and device started to smolder. No fault detected however, oxygen level was at the limit. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing.